Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. A5- unknown. D6a/d6b is unknown.

Event description:
The user facility reported the during placement of an impella cp, there was a single access technique failure with the other manufacturer, arrow, sheath. Per the documentation they "could not pass a sheath next to the impella, so second femoral access was used in the other leg. Access complication was managed by two-way access twice in the femoral artery". No further intervention was needed.

Manufacturer narrative:
The investigation of single access issue has been completed. The impella device was not returned for evaluation. The cause of the single access issue was most likely use-related as the use of the teleflex-arrow braided sheath for single-access is not recommended by abiomed. Per cp training guide, sheaths up to 7 fr can be utilized for single-access procedures, but abiomed recommends use of the 7fr companion sheath. D6a and d6b were inadvertently omitted on the initial manufacturer device report number 1220648-2025-28254.